Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event - estimated as 01/01/2014. D6a: date of implant- estimated as (B)(6)2012. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. The additional patient effects and malfunctions reported in the article(s) are captured under separate medwatch reports. Literature attachment: article title: interwoven nitinol stent versus laser-cut-type nitinol stent for long femoropopliteal occlusive disease: a propensity matched analysis.

Event description:
It was reported in a research summary article that the aim of the study was to evaluate the short- and mid-term results of the effectiveness of laser cut nitinol stent (cns) and interwoven nitinol stent (ins) in the revascularization of long femoropopliteal occlusions. The devices used were supera self expanding stents (interwoven nitinol stent) and absolute pro ll self expanding stents (laser cut nitinol stent). Between january 2012 and november 2020, 126 patients with supera ins and 125 patients with absolute pro cns were reviewed. The technical success was 100% in both groups and no deaths were noted in the perioperative period in both groups; however 2 dissections occurred interoperatively in the absolute pro cns group. In the 30 day postoperative period, there were 8 cases of in stent thrombosis in the supera ins group and 4 cases of in stent thrombosis in the absolute pro cns group. There was one post puncture hematoma requiring open surgery in the supera ins group. In the absolute pro cns group there were 4 post puncture hematomas requiring surgical intervention. Hospitalization in the supera ins group was 5 days while hospitalization in the absolute pro cns group was 7 days. Major and minor amputations and restenosis occurred in both groups. There were no stent fractures in the supera ins group, while there were 37 stent fractures in the absolute pro cns group in the two year outcomes. Reintervention was required in both groups at 2 year outcomes. Both groups had death in the two year outcomes. After propensity score matching, ins showed comparable results with cns for the whole cohort. However, ins seems to achieve better outcomes for femoropopliteal lesion extended to the below-the-knee level. Additional information can be found in the article "interwoven nitinol stent versus laser-cut-type nitinol stent for long femoropopliteal occlusive disease: a propensity matched analysis".